Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. Pre-dilation was performed followed with the successful deployment of the 3.5x20mm promus element coronary drug-eluting stent. A 2.75x20mm promus element was advanced, but was unable to cross the lesion. When attempting to reinsert the 2.75x20mm promus element, the 3.5x20mm promus element became "mildly" deformed. The procedure was completed successfully with another of the same device. It was further noted that "no issue was found when physician confirmed with ivus." There were no patient complications reported and the patient's status is good. Additional information was requested and is not available.

Manufacturer narrative:
Device is combination product (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).